Event description:
The breathing circuit seriously compromising the patient. Itmes used on a ventilator. Disconnects of a similar nature had been observed twice before but without patient injury. Patient had to be "coded". Initial impressions that the two components (flex tube and circuit "y") do not "snap" together due to size differences.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: design. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.